Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was not fully charging and exhibited erratic charging behavior, only reaching approximately 40 percent and lasting about two days, which led to the pump turning off and subsequent high glucose readings; troubleshooting and education were completed, and a replacement device was provided while the original is being returned. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a premature battery discharge consistent with an energy storage system problem localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.